Event description:
Arjohuntleigh received a complaint where it was indicated that the stretcher of the shower trolley broke into pieces during the bathing process. There was no reported injuries to the patient nor to the caregiver.

Manufacturer narrative:
(B)(4). It has been established that the shower trolley was being used for patient handling at the time and this contributed to the adverse event. The device was inspected by the company representative and found not to be up to specification at the time of the inspection. When reviewing reportable complaints, for the last 5 years, we were not able to find any similar event. The number of sold devices (B)(4) with comparison to the number of claims for this brand name shows that the occurrence rate for this particular event (stretcher breaks down during use with the patient) is 1 complaint over the last 5 years which is considered to be very low. The involved device was manufactured in the year 2000. It was estimated that at the time of the event the lift was in use for over 14 years; please note that the intended lifetime for this device in accordance to the guidance given in the operating and care instructions is 10 years from the date of manufacture. Therefore, the device passed its intended operational lifetime 4 years ago. The miranti device is subject to wear and tear. According to operating and product care instructions 4.ce.02_5 dated on april 2000 "the service life of this equipment, unless otherwise stated, is ten (10) years, subject to preventative maintenance being carried out in accordance with the instructions for care and maintenance." The miranti stretcher is made from the polyurethane (pur) which has excellent abrasion resistance. Polyurethanes do not survive well in direct sunlight or in contact with most organic solvents. Too low or too high temperature of environment may weaken the material in result it lost itself properties. For example, in temperature less than 0 degrees c material becomes fragile. Looking at the number of the devices on the market and at the fact that this is single event reported to the manufacturer, it might be suspected that the wear of the device may have been accelerated by additional factors such as: physically damaging plastic material by hitting some obstructions like bath or bed side rails; lift could be frequently overloaded. Miranti, bath trolley has a lifting capacity of 160 kg; lift could be storage in the different temperature from the recommended in the operating and daily maintenance instructions. Temperature of ambient should be between +10 degrees c to +60 degrees c; pur material could be chemically damaged by incorrect cleaning procedure and using inappropriate and to aggressive cleaners. Obligatory procedures in care of the miranti is to disinfect the miranti every day in accordance to manufacturer indications included in operating and product care instructions: "all dirt must be removed immediately after usage. Standard cleaning agent and shampoos should be used in recommended concentrations." Instructions put special attention to the kind of the detergents used for cleaning: "do not use phenol. Petroleum-based solvents. Trichloroethylene or similar cleaning agents as these may damage the plastic material. Steam or ethylene oxide sterilization cannot be used either." In accordance to above, the most likely root cause concerning the stretcher fatigue and breaking down as a consequence is connected to normal wear of the device in combination with incorrect care of the device. We find this complaint to be reportable to the competent authorities even though there were no injuries at this time, looking at the extent of the stretcher damage, this could potentially result in the resident fall or injuries. Importer ref# 1419652-2015-00017.